Event description:
The stopper was lost in the vagina during removal of catheter without speculum during the last 12 month approx 20-30 times. Reason is that the stopper is sometimes extremely movable on the outer catheter. The stopper had to be removed from the vagina with a forceps and a speculum. This causes additional work. On the other hand side the stopper is very often not movable, in those cases the catheter is going to be defect (the outer catheter comes out of the screw). This is a matter of tolerances of the stopper and/or the outer catheter.

Manufacturer narrative:
The devices utilized by the customer were not returned for eval, a proper assessment could not be obtained. Current stock materials were checked and noted to be within specification.